Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in neck region. No bends noted in lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (necked-down) at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was difficult to place during an implant. The ra lead was implanted. A day after implant, this ra lead was found dislodged at pre-discharge check. It was confirmed via x-ray. Additional information received from representative indicates that during the repositioning the helix was retracted and re-extended. It was reported that lead measurements were not good. The helix was retracted again. It was attempted to extend the helix, but it would not extend after multiple turns. The patient has difficult anatomy. Small p-waves were observed no matter where lead was placed. Position was lateral wall when the helix would not come out. Kink in the tip of lead as well when implanted. So two bends in lead. The ra lead was explanted and a new lead was placed. No additional adverse patient effects were reported.